Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) back surgery, the bur broke. It was also reported that the broken piece was removed from the surgical site using suction. It was further reported that there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation, however photographs were provided. It was visually confirmed that the bur was broken along the shank. Part number and lot number information has not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this MDR is as follows: part number: (B)(4), lot number: 10309.